Manufacturer narrative:
Concomitant medical products: product ID: 8703w, lot# l53962, implanted: (B)(6) 1998, product type: catheter. (B)(4)

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving intrathecal lioresal 3000 mcg/ml (dose 575 mcg/day) via an implanted pump. The baclofen lot number was unable to be obtained. The pump's indication for use (IFU) was listed as other spasticity and intractable spasticity. Other medications the patient was taking at the time of the event as well as patient medical history were unable to be obtained. The patient's pump was implanted (B)(6) 2009 and explanted and replaced on (B)(6) 2015. The expected elective replacement indicator (eri) was reportedly (B)(6) 2015, a session data report was provided from when the pump was interrogated on (B)(6) 2015 which displayed that the estimated eri was 6 months. The patient resided in assisted living facility, which contacted the pump managing physician because the pump was alarming. The pump was interrogated and a motor stall occurred on (B)(6) 2015 at 08:26. On (B)(6) 2015, by the time the patient came in for replacement less than 24 hours after the pump began alarming, the patient was already experiencing intrathecal baclofen (itb) withdrawal symptoms. The patient's loss of therapy was sudden. The catheter was found to be intact and was patent upon aspiration. No rotor or dye study was performed. It was connected to a new 8637-40 pump without incident on (B)(6) 2015. A 100 mcg priming bolus was ordered by the hcp to address any residual spasticity as a result of a short period without appropriate pump function. The pump was restarted at the identical dosage as previously running (575 mcg/day simple continuous). The patient was fine and had experienced no additional symptoms or issues as a result of the intervention. The issue was resolved at the time of this report. The patient's status at the time of this report was alive- no injury and the patient recovered without sequela. The pump was returned. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Eval code-conclusion has been removed as it is no longer applicable and been replaced.